Event description:
The customer reported via phone call that they had recurring battery out limit alarms. The customer stated the alarm would occur with new battery insertions. Customer's blood glucose was unknown. The customer stated the alarm occurred during normal use. It was also found the customer had a weak battery alarm. Customer was advised to try aaa alkaline batteries for their insulin pump. Customer was advised to monitor their insulin pump while a replacement a battery cap was being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.